Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it partially separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed probe check. This type of teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise,various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal,and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the teflon pad on the grasping section of the device peeled off. The surgical staff could not confirm if there was metal exposed. It was reported that no device fragment fell into the patient. The intended procedure was completed with the similar device. There was no patient injury reported.